Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure for stone removal, a balloon rupture and material detachment occurred. The stone was located in the common bile duct (cbd). The extractor rx 15mm x 18mm retrieval balloon was advanced to the cbd, however, the balloon ruptured on an unspecified inflation and balloon material detached and remained inside the cbd. It was not known if attempts were made to retrieve the balloon material. An unspecified plastic stent was placed and the procedure was aborted. The patient will be-scheduled for a second procedure to remove the stone "once it has softened". The pt's status is reported as "stable".